Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple insulin pump error. The customer¿s blood glucose was 11.5 mmol/l at the time of incident. Customer reported that displacement verification test was successful and no other alarms. Customer was able to rewind insulin pump. Customer reported that the insulin pump was not been dropped or been near a magnetic source. Customer reported there was fluid in the reservoir compartment. Customer reported that reservoir was not damaged, no leaks and o ring was not missing. Customer got again insulin pump error. Customer reported that displacement verification test did not pass. During rewind insulin pump error came up again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed, however device received with corroded motor home switch and corroded electronic assemblies. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace and pin trace on keypad assembly.